Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the pipe was broken and it looked the breakage occurred after deformation. The tube sheath was marked like it was crushed. As the checking of the mfg record of the same lot, nothing abnormal was detected. Therefore, omsc assumes that moving the slider when the insertion portion was deformed led this event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that the doctor could not separate the sheath from the loop due to the pipe in slider breakage after the loop ligated the target polyp. The doctor broke the slider and tried to push the pipe but he couldn't. Next, he reinserted endoscope and cut the loop by using a loop cutter. He could withdraw the device from the pt. There was no report of pt injury regarding this event.